Event description:
It was reported that the patient turned stimulation off last night because they were having a cardioversion today. The patient was trying to turn stimulation back on after the cardioversion, but wasn¿t able to because they were getting a power on reset (por) message and a ¿call your doctor¿ icon on their patient programmer. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v969911, implanted: (B)(6) 2012, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).